Event description:
The affiliate alleged the customer reported non-reproducible discrepant cancer antigen (ca) 19-9 results, for one pt, involving unicel dxl 800 access immunoassay system. Subsequent testing produced results within a different clinical range. The elevated result was not released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) assessed the unit at the facility. The fse performed and completed sys check, carryover test, and retested qc (qc). All sys test results were within the MFR's published performance specs. Additionally, technical support analyzed trace file and did not find any sys error. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.